Event description:
It was reported to vyaire medical that the bellvista1000 us had alarm 401 - "inspiration valve or device leaky". Furthermore, there was no info for patient involvement associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. The technical support reviewed the pictures from #16 function blocks and the flow was less than 0.2l/min. Recommended to replace the inspiration block.no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation:(return evaluation): the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the reported complaint was not duplicated.no performance issues were found. (Non return evaluation-log file analysis)- the root cause was determined due to leaking inspiration valve nt. As a resolution, vyaire initiated insp block replacement.